Event description:
Customer uses product to hold insulin infusion set. Dressing not adhering well, infusion set dislodged and blood sugar increased. Customer's spouse treated the increased blood sugar with insulin supplements over the entire day.